Event description:
The facility representative reported a channel c pump failue. The event occurred during bio-med testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA (B)(4). Evaluation summary: the condition of channel c pump failure was confirmed and it was due to fail code 810:11 found in the event history. This fail code was caused by a pinched coaxial cable. The channel c pump head module was replaced. This issue has been addressed per baxter's field correction action letter 6000001-3/15/05-007-c.